Event description:
Received info regarding air bubbles in the tubing. Customer was able to remove the air bubbles through troubleshooting with tandem's technical support. Customer's blood glucose level was impacted (170-175 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.